Manufacturer narrative:
The log data was reviewed by the product support engineer (pse). The reported date of the incident was 26-mar-2023. Based on pic ix rfda log data, the incident timeframe was determined to be 16:15 through 17:20. The mx40 pwm was put into standby mode at 15:51 on 26-mar-2023. The device came out of standby mode and associated with the pic ix at 16:15 on 26-mar-2023. This was due to power cycling the mx40 pwm. Monitoring was initiated. The audit log had been filtered prior to delivery, it only captures red alarm events. The log shows five xtachy alarms during the incident timeframe. The rfda log data shows ongoing instances of the mx40 associating with the pic ix and then losing association from 16:15 on 26-mar-2023 through 17:20 on 26-mar-2023, these are likely due to power events at the mx40, due to a broken battery retention tab in the mx40 rear housing/battery compartment. The broken battery retention tab was confirmed during the device evaluation at bench repair. A broken battery retention tab results in the battery not being held securely in the battery compartment. Excessive motion/bumps to the device would result in momentary disconnects between the battery and battery compartment contacts, causing the device to reboot. During reboot periods, loss of association and re-association with the pic ix would occur. During periods of mx40 loss of association with the pic ix, a ¿no data tele¿ technical inop alarm would be provided at the pic ix, and a ¿no central monitor¿ technical inop alarm would be provided at the mx40. Additionally, the mx40 display would turn on and alarm conditions would generate alarms locally at the mx40. Lastly, the antenna issue and/or broken battery retention tab would cause connectivity issues. The losses of connection due to device reboots are identifiable in the devicedebug log. The rfda log captures all of the losses of association between the pic ix and the mx40. The rfda log data shows ongoing instances of the mx40 associating with the pic ix and then losing association. The audit log confirmed that there were several xtachy alarms during the incident timeframe. As the audit logs were filtered to show red alarms only, no yellow or inop alarms were available; therefore, the pse could not confirm if a ¿no data tele¿ inop was being received due to the filtered logs. The philips authorized repair facility replaced the radio board, radio antenna, and rear housing.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the mx40 device will not connect to pic due to bad radio/antenna. Based on the information available and the testing conducted, the cause of the reported problem was a bad radio/antenna. The radio board and antenna were replaced. The device was operational after repairs were completed and the device was returned to the customer. Additional information has been requested; a final report will be submitted once the investigation is complete.

Event description:
It was reported the patient had a weird heart rhythm; however, the sector was blank. The patient had to notify the nurses the mx40 telemetry device was alarming. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.